Event description:
It was reported by the customer that the device stopped working during a procedure. The customer stated that the patient was under general anesthesia when the drill was not working and the case was already under way. Because of this, the customer needed another device and was not able to get one from their own stock. They had to obtain another device from another facility, which took about an hour, during which time the patient remained under general anesthesia. The customer stated that there was no harm to the patient due to the additional anesthesia and the procedure was completed successfully.